Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) device due to pump eroded. All components were explanted and a new tactra device was implanted. Additional information was received. Patient had a hole in scrotum and the pump was visible. Patient said he was playing with his pump too early.